Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 3/3/25, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated that they placed the tr band and inflated the balloon to 15cc only to have it immediately deflate causing the patient to bleed. They placed a second tr band with no issues. The blood loss was less than 250cc's. The procedure prior to placement of the tr band was left heart catheterization. The event did not result in patient injury.